Event description:
During preparation for a coronary drug eluting stenting treatment procedure the stent delivery balloon was inflated. The physician opened the package of a 3.5x28mm taxus liberte drug eluting stent when it was noteice that the delivery balloon of the stent was inflated. The stent was partially expanded at both ends. The stent was not used in the procedur. No pt complications were reported. This product is similar to a marketed us device.